Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. As a result, the left ventricular (lv) lead was revised, and remains in use. During the revision procedure, blood was found in the right ventricular (rv) lead and the device header. The lead and device were both explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Std review - oversensing: 1 - vf=200 ms average v-cycle between (B)(6) 2012 11:34:43. The device was returned and analyzed. No anomalies were found. The analyst noted that there appears to be dried blood/body fluid residue in the lv connector port. (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found in the distal conductor (not obstructed) and on the outer tubing overlay. The outer tubing overlay and the outer insulation were breached cut, and blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The lead appeared to have been damaged at implant.